Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole is confirmed and was determined to be use related. One 4 fr single lumen groshong nxt catheter with stiffening stylet and flushing hub inserted was returned for evaluation. An initial visual observation showed a brownish red residue within the catheter. The sample was flushed with a 12 ml syringe of water and a spraying leak was observed near the 41 cm depth marker. A microscopic observation revealed multiple small splits in the catheter between the 40 cm and 41 cm depth markers and around the catheter¿s circumference. More extensive damage was observed on the interior wall of the catheter, suggesting the damage originated within the catheter tubing, most-likely from the stiffening stylet.

Event description:
It was reported that at the end of the insertion procedure, a hole was found in the catheter near 40cm mark. The catheter was then removed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebp1490 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebp1490) have been reported. Device not returned yet.

Event description:
It was reported that at the end of the insertion procedure, a hole was found in the catheter near 40cm mark. The catheter was then removed.